Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the mid left anterior descending (lad) coronary artery. During advancement of a 3.5x16 rx graftmaster covered stent system for treatment of the perforation, the stent dislodged in the proximal lad. Reportedly, use of the graftmaster did not cause or contribute to complications for adverse events. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.